Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was massive heart attack. The caller did not know the customer's exact blood glucose at the time of death, but knew that it was high. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had an open heart surgery, two kidney transplants, toe amputation, had neuropathy, some mini strokes and ear infection (water in the ear). The caller declined returning the insulin pump for analysis.